Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels between 30-70 (mg/dl). Customer adjusted pump settings and consumed orange juice to treat low bg level. No further information was provided on the reported event.